Manufacturer narrative:
The device history records (DHR) for the device were reviewed. The associated device was released based on acceptance criteria. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An ophthalmic surgeon reported that the system lead to an unexpected outcome in both eyes post topography guided treatment. It was noted that because of epithelial masking, the surgeon performed topography guided treatment and the patient had astigmatic regression due to aberrations. Three months post treatment, the patient underwent topography guided retreatment in both eyes with no improvement. A third treatment was done by wave front guided on each eye. The patient's vision improved but the cornea is still not as uniform as it should be. Additional information received states that the patient experienced blurry vision at near one day post the initial treatment. The patient was on topical steroid and antibiotic eye drops. There are two related reports for this patient. This report addresses the patient's left eye, and another manufacturer report will be filed for the fellow eye.

Manufacturer narrative:
A review of the technical service onsite history showed no abnormalities that could have contributed to this event. The root cause could not be determined conclusively. (B)(4).